Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 06/15/2018, that on (B)(6) 2018, of an introducer needle detached from the applicator during sensor insertion. The sensor was inserted at the abdomen on (B)(6) 2018 . No additional event or patient information is available. The device has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
A sensor pod without an applicator was returned for evaluation. A visual inspection was performed and it passed. The customer's complaint of a detached introducer needle was undetermined due the applicator not being returned for investigation. A root cause could not be determined.